Manufacturer narrative:
Product ID 37092, lot# 414140001; product type accessory product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3389s-40, lot# va0b0kv, implanted: 2013 (B)(6); product type lead product ID 3389s-40, lot# va0ar0y, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported when the patient used a radio controlled helicopter they felt a tingling sensation. It was noted the patient was fine at the time of report.

Event description:
Additional information received reported the patient felt a "tingle" sensation when they used a remote control. It was noted the patient had a follow-up appointment to check the deep brain stimulator (dbs). It was stated symptoms included a 30 second episode of tingling. It was noted the patient did not require hospitalization and they had no injury.